Manufacturer narrative:
(B)(4). Method: it was initially reported that complaint device was en route to fisher & paykel healthcare, however upon further information from the hospital, the returned device is not associated to this reported complaint. The complaint rt235 breathing circuit involved is not expected to be returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on the description of events and our knowledge of the product. Results: without a complaint device we are unable to determine what caused the problem observed by the customer. Conclusion: before leaving production, all breathing circuits are tested for electrical resistance, leakage and connectivity. Those that fail are rejected. The rt235 user instructions state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.

Manufacturer narrative:
(B)(6). The complaint device is currently en route to fisher & paykel healthcare. We will provide a follow-up report upon receipt and completion of our investigation.

Event description:
A hospital in (B)(6) has reported that an rt235 infant dual-heated evaqua breathing circuit failed the ventilator verification test. This was found prior to patient use.

Event description:
A hospital in (B)(6) has reported that an rt235 infant dual-heated evaqua breathing circuit failed the ventilator verification test. This was found prior to patient use.